Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was kinked. Attempts to retrieve data from the pod were unsuccessful. Without the data, it could not be determined if the pod successfully delivered insulin. External damage was noted on the pod, and multiple internal components were damaged. Corrosion was noted in the pod. It could not be determined when this damage occurred.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 21.8 mmol/l (392.4 mg/dl). The patient removed the pod and reported the cannula was bent. The patient treated the hyperglycemia with a manual injection and by applying a new pod. The pod was worn between 36 and 48 hours on the arm.